Manufacturer narrative:
.

Event description:
It was reported that the physician was unable to interrogate her patient with a tablet. When she used a handheld device, she was able to interrogate. The company representative performed troubleshooting. Troubleshooting did not resolve the event, so a replacement serial cable was provided. The replacement serial cable resolved the communication issues. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.